Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8116-70, serial: (B)(4), batch: 112928.

Event description:
It was reported that the patent underwent an explant procedure due to an unknown reason. The explanted ipg and paddle lead will not be returned. No further information could be obtained despite good faith effort.